Event description:
A pt was admitted for treatment of a chronic total occlusion in the proximal to distal right coronary artery (rca). The lesion was heavily calcified and moderately tortuous. The lesion was pre-dilated with a 1.25 x 10mm sprinter legend balloon and a 3.0 x 33 mm cypher was delivered to the lesion, but could not cross the lesion past the proximal to mid rca. The physician attempted to cross the lesion twice with the cypher unit. Because the extreme guide wire backed out from the target lesion, the lesion was crossed with a grandslam guide wire and pre-dilation with a 2.5 x 20mm sapphire balloon was conducted. When the cypher was removed from the pt, the stent strut was confirmed to be flared at the proximal end. There was no difficulty in removing the cypher from the pt. A new 3.0 x 33mm cypher was successfully implanted at the target lesion. There was no pt injury reported. The product will be returned for analysis. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
(B) (4) cypher product (B) (4) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Add'l info will be submitted within 30 days of receipt.